Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. This event did not cause any other harm to the patient except that it prolonged the time of surgery for 30-40 minutes. The patient has been discharged smoothly currently, and no subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/10/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: how long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. At 10:00, because the patient had stress urinary incontinence and needed to be sutured with sutures. At 10:10, during the suturing process, the suture broke several times, resulting in the need for re-suturing, which prolonged the surgical time. At 10:49, the re-suturing was completed and the surgery was over. There were no patient consequences reported. Additional information was requested.